Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2011. Approximately 10 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. The patient has suffered the following injuries and complications: right knee: pain, loss of motion, swelling, difficulty ambulating, aseptic component loosening, non-contained defect of the tibial plateau, fibrosis, bony debris, knee instability, collateral low back, right ankle and left knee pain secondary to right knee instability, antalgic gait, aggravation and exacerbation of degenerative osteoarthritis of the left knee, focal hyperemia right knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. However, the reported prosthesis wear, instability, loss of range of motion, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.